Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent surgical removal due to complications from the essure device.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 38-year-old female patient who had essure (batch no. Cs000hw / c55836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2016 for birth control. In 2016, the patient experienced back pain ("other injury(ies) or complication(s) : back pain"), pain in extremity ("other injury(ies) or complication(s) : leg pain"), abdominal pain ("daily abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 1 year 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, back pain, pain in extremity and abdominal pain had resolved. At the time of the report, the dyspareunia, migraine, headache, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, headache, migraine, nausea, pain in extremity and pelvic pain to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that essure lot number cs000hw (expiration date 28-oct-2017) was placed on left side and lot number c55836 (expiration date 21-may-2017) was placed on right side. In the medical records (mr) it was mentioned that during essure insertion procedure both fallopian tube ostia were identified and the essure coils were placed into each ostium with approximately 3 to 5 coils protruding from the ostium at the completion of the procedure. Essure confirmation test was not conducted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet (pfs) and medical records ¿ new reporters (healthcare facilities); plaintiff¿s demographic data; concomitant drug (depo shot); essure lot number; essure expiration date, new adverse events (migraines / headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, back pain, leg pain, and daily abdominal pain), essure confirmation test not conducted added; essure removal date; essure removal method (hysterectomy with bilateral salpingectomy); and outcome of events pain, back pain, leg pain, and daily abdominal pain (resolved 03 weeks after essure removal). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 38-year-old female patient who had essure (batch no. Cs000hw, c55836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2016 for birth control as well as paracetamol (acetaminophen). In (B)(6) 2016, the patient experienced back pain ("other injury(ies) or complication(s) : back pain"), pain in extremity ("other injury(ies) or complication(s) : leg pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), depression ("psychological or psychiatric problems: depressed/depression") and anxiety ("mental anguish"). In 2016, the patient experienced abdominal pain ("daily abdominal pain"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 1 year 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/laparoscopic). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, back pain, pain in extremity and abdominal pain had resolved. At the time of the report, the dyspareunia, migraine, headache, nausea, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, fatigue, headache, migraine, nausea, pain in extremity and pelvic pain to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that essure lot number cs000hw (expiration date (B)(6) 2017) was placed on left side and lot number c55836 (expiration date (B)(6) 2017) was placed on right side. In the medical records (mr) it was mentioned that during essure insertion procedure both fallopian tube ostia were identified and the essure coils were placed into each ostium with approximately 3 to 5 coils protruding from the ostium at the completion of the procedure. Essure confirmation test was not conducted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Lot number: c55836 manufacture date: 2014-05 expiry date: 2017-05. Lot number: cs000hw manufacture date: 2015-01 expiry date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 38-year-old female patient who had essure (batch no. Cs000hw / c55836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 for birth control as well as paracetamol (acetaminophen). In (B)(6) 2016, the patient experienced back pain ("other injury(ies) or complication(s) : back pain"), pain in extremity ("other injury(ies) or complication(s) : leg pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), depression ("psychological or psychiatric problems: depressed/depression") and anxiety ("mental anguish"). In (B)(6) , the patient experienced abdominal pain ("daily abdominal pain"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 1 year 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/laparoscopic). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, back pain, pain in extremity and abdominal pain had resolved. At the time of the report, the dyspareunia, migraine, headache, nausea, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, fatigue, headache, migraine, nausea, pain in extremity and pelvic pain to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that essure lot number cs000hw (expiration date 28-oct-2017) was placed on left side and lot number c55836 (expiration date 21-may-2017) was placed on right side. In the medical records (mr) it was mentioned that during essure insertion procedure both fallopian tube ostia were identified and the essure coils were placed into each ostium with approximately 3 to 5 coils protruding from the ostium at the completion of the procedure. Essure confirmation test was not conducted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. Following events were added: psychological or psychiatric problems condition: depressed/ depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 38-year-old female patient who had essure (batch no. Cs000hw, c55836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included perineal pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2016 for birth control as well as paracetamol (acetaminophen). In 2016, the patient experienced abdominal pain ("daily abdominal pain"). In (B)(6) 2016, the patient experienced back pain ("other injury(ies) or complication(s) : back pain"), pain in extremity ("other injury(ies) or complication(s) : leg pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), depression ("psychological or psychiatric problems: depressed/depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced tooth disorder ("tooth disorder") and genital haemorrhage ("abnormal bleeding"). The patient was treated with nsaids and surgery (hysterectomy with bilateral salpingectomy/laparoscopic). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, back pain, pain in extremity and abdominal pain had resolved. At the time of the report, the dyspareunia, migraine, headache, nausea, fatigue, depression, anxiety and tooth disorder outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pain in extremity, pelvic pain and tooth disorder to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that essure lot number cs000hw (expiration date 28-oct-2017) was placed on left side and lot number c55836 (expiration date 21-may-2017) was placed on right side. In the medical records (mr) it was mentioned that during essure insertion procedure both fallopian tube ostia were identified and the essure coils were placed into each ostium with approximately 3 to 5 coils protruding from the ostium at the completion of the procedure. Essure confirmation test was not conducted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Lot number: c55836, manufacture date: 2014-05, expiry date: 2017-05. Lot number: cs000hw, manufacture date: 2015-01, expiry date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received. Reporter's information added.fu received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 38-year-old female patient who had essure (batch no. Cs000hw, c55836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included perineal pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(4)2015 to (B)(4)2016 for birth control as well as paracetamol (acetaminophen). In 2016, the patient experienced abdominal pain ("daily abdominal pain"). In (B)(4) 2016, the patient experienced back pain ("other injury(ies) or complication(s) : back pain"), pain in extremity ("other injury(ies) or complication(s) : leg pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), depression ("psychological or psychiatric problems: depressed/depression") and anxiety ("mental anguish"). On (B)(4)2016, the patient had essure inserted. On (B)(4)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced tooth disorder ("tooth disorder") and genital haemorrhage ("abnormal bleeding"). The patient was treated with nsaids and surgery (hysterectomy with bilateral salpingectomy/laparoscopic). Essure was removed on (B)(4)2017. In (B)(4) 2017, the pelvic pain, back pain, pain in extremity and abdominal pain had resolved. At the time of the report, the dyspareunia, migraine, headache, nausea, fatigue, depression, anxiety and tooth disorder outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pain in extremity, pelvic pain and tooth disorder to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that essure lot number cs000hw (expiration date (B)(4)2017) was placed on left side and lot number c55836 (expiration date 21-may-2017) was placed on right side. In the medical records (mr) it was mentioned that during essure insertion procedure both fallopian tube ostia were identified and the essure coils were placed into each ostium with approximately 3 to 5 coils protruding from the ostium at the completion of the procedure. Essure confirmation test was not conducted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Lot number: c55836 manufacture date: 2014-05 expiry date: 2017-05 lot number: cs000hw manufacture date: 2015-01 expiry date: 2017-10 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(4)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 38-year-old female patient who had essure (batch no. Cs000hw, c55836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". Concomitant products included medroxyprogesterone acetate (depo-provera) from 15-jun-2015 to 23-jun-2016 for birth control as well as paracetamol (acetaminophen). In 2016, the patient experienced abdominal pain ("daily abdominal pain"). In (B)(6) 2016, the patient experienced back pain ("other injury(ies) or complication(s) : back pain"), pain in extremity ("other injury(ies) or complication(s) : leg pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), depression ("psychological or psychiatric problems: depressed/depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced tooth disorder ("tooth disorder") and genital haemorrhage ("abnormal bleeding"). The patient was treated with nsaids and surgery (hysterectomy with bilateral salpingectomy/laparoscopic). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, back pain, pain in extremity and abdominal pain had resolved. At the time of the report, the dyspareunia, migraine, headache, nausea, fatigue, depression, anxiety and tooth disorder outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pain in extremity, pelvic pain and tooth disorder to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that essure lot number cs000hw (expiration date 28-oct-2017) was placed on left side and lot number c55836 (expiration date 21-may-2017) was placed on right side. In the medical records (mr) it was mentioned that during essure insertion procedure both fallopian tube ostia were identified and the essure coils were placed into each ostium with approximately 3 to 5 coils protruding from the ostium at the completion of the procedure. Essure confirmation test was not conducted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Lot number: c55836 manufacture date: 2014-05 expiry date: 2017-0502. Lot number: cs000hw manufacture date: 2015-01 expiry date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: added new event abnormal bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 38-year-old female patient who had essure (batch no. Cs000hw, c55836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2016 for birth control as well as paracetamol (acetaminophen). In 2016, the patient experienced abdominal pain ("daily abdominal pain"). In (B)(6) 2016, the patient experienced back pain ("other injury(ies) or complication(s) : back pain"), pain in extremity ("other injury(ies) or complication(s) : leg pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), depression ("psychological or psychiatric problems: depressed/depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced tooth disorder ("tooth disorder"). The patient was treated with nsaids and surgery (hysterectomy with bilateral salpingectomy/laparoscopic). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, back pain, pain in extremity and abdominal pain had resolved. At the time of the report, the dyspareunia, migraine, headache, nausea, fatigue, depression, anxiety and tooth disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, fatigue, headache, migraine, nausea, pain in extremity, pelvic pain and tooth disorder to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that essure lot number cs000hw (expiration date 28-oct-2017) was placed on left side and lot number c55836 (expiration date 21-may-2017) was placed on right side. In the medical records (mr) it was mentioned that during essure insertion procedure both fallopian tube ostia were identified and the essure coils were placed into each ostium with approximately 3 to 5 coils protruding from the ostium at the completion of the procedure. Essure confirmation test was not conducted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Lot number: c55836 manufacture date: 2014-05 expiry date: 2017-05. Lot number: cs000hw manufacture date: 2015-01 expiry date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event tooth disorder. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.